Event description:
The customer reported that the 840 ventilator was failing oxygen sensor calibration. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. Customer reported cause was a damaged oxygen sensor. The customer replaced the oxygen sensor. Malfunction did not occur during patient use. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).